Manufacturer narrative:
D10 concomitants devices: poly. Tray. Screw. Stem. 25mm mid segmen. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's right shoulder was revised approximately 1 year and 6 months post initial surgery. The patient implants were revised due to patient dislocating. Patient poly, tray, screw, proximal body, proximal body screw, 25mm mid segment were all explanted. Humeral height was decreased and went to a constrained poly. Surgeon implanted an xs +12.5 proximal body and tray with constrained poly. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.